Manufacturer narrative:
No product was returned for evaluation. The pump remains in use supporting the patient. A correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A CT revealed two retroperitoneal hematomas. On (B)(6) 2018, the patient's hemoglobin was 9.7 g/dl, hematocrit was 30%, inr was 1.3, prothrombin time was 12.9 second and partial thromboplastin time was 38.8 seconds. The patient was transfused with packed red blood cells and was taken off of all anticoagulation medications. The event resolved on (B)(6) 2018 and aspirin was restarted with no sign of bleeding. It was reported that the event was not deemed related to the device.

Manufacturer narrative:
Patient age ¿ estimated since dob is not provided. Date of birth (dob) - not provided/unknown. Patient weight in units ¿ not provided/unknown. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 16 days the patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on (B)(6) 2018 that the patient had gastrointestinal bleeding event which had a two right retroperitoneal bleed hematomas present, measuring 9.3cm. In the patient's retroperitoneal space, and 10.5cm within the patient's iliacus muscle. The patient received 1 unit of prbc and fresh frozen plasma (ffp) and now off of anticoagulation. The customer noted that heparin was the anticoagulants at the time of the event. No further information provided.